Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main 2.2 row e was not detected on the bus due to the blown pcba controller module board. A field service engineer replaced the rowboard tray. Further, reconfigured and rebooted the drawer and ran the firmware update to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a failed pocket and main drawer 2.2 row e was not detected on bus. Additionially, reported that the user was able to retrieve the needed medication from another medstation and confirmed no delay or patient harm. There were no adverse events or injuries reported based on this event.